Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
Examination of the returned tibial insert and patella component confirms the presence of wear. A search of the complaint database did not find any additional reports of this nature for the tibial insert product code/lot provided since its respective release for distribution. The exact root cause of the wear could not be determined, but the amount of wear found would not be considered excessive after approximately 8 years of implantation. Based on the investigation findings, the need for corrective action was not indicated. Depuy considers the investigation closed at this time.